Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 3778-75, serial#(B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 01-may-2016, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 08-mar-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a battery replacement, impedances were all normal when plugged into the new implantable neurostimulator except for electrode 9, which was orange and marked as avoid. The manufacturer representative was able to program around this electrode. There was no recent images of the patient's leads, so a fluoroscopy image was taken on the day of the report which showed significant migration of the leads. There was no lead revision scheduled as the manufacturer representative was going to utilize some various programming options and see what level of pain relief is able to be obtained for the patient with the leads current positions. The event date was noted as 2018 for the lead migration, and there were no external factors noted to be contributing.